Event description:
It was reported that during a hip arthroscopy procedure, the tip of the unit broke off. Further, an alternative unit was available.

Manufacturer narrative:
Additional info will be provided once the investigation has been completed.